Event description:
In surgical laser system cyber tm 150, pc panel would not complete the strt-up. It keeps looping from boot screen to window screen. Pc panel was replaced before being used for treatment. No adverse effects to patient were reported.

Manufacturer narrative:
Pc panel was substituted and the device was restored to its full working condition. We are unaware about patient injury.